Event description:
Patient was status-post radio frequency ablation. Post procedure and upon removal of the grounding pad off the patient's left flank there was a slight erythema and small 5 x 7 mm lesion noted. Appears to be a broken blister. Tegaderm applied; physician notified and wound care nurse consulted. Patient discharged home with no delay and healing would.